Event description:
Boston scientific cardiac rhythm management (crm) received info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. The pt's wife was questioning if his latitude communicator was working at the time of death. The device has been explanted, and it is believed that the pt's wife has it in her possession. Subsequently, the pt's wife stated that she believed her husband should have been shocked prior to his death. The pt's wife believes the latitude system failed, and planned to request a copy of electrocardiogram data from the clinic. The wife was upset that her husband's physician allegedly never explained to them how the communicator worked.

Manufacturer narrative:
Not returned. This pt was deactivated form latitude remote monitoring when the pt's wife notified boston scientific crm of his demise. Boston scientific crm's technical services department advised interrogating this crt-d to obtain electrogram data from the time of death. The device is believed to be in the wife's possession at this time. A product return kit has been sent to the pt's family. To date, however, the device and communicator have not been returned to boston scientific crm. The pt's wife commented that she plans to keep the communicator in her possession until she gets answers.